Event description:
During afib ablation procedure with a varipulse¿ bi-directional catheter, the patient experienced asystole. After the last pulse field ablation (pfa) pulse on the left side of the heart, the patient went into asystole for 5 seconds and the medical team couldn¿t find a pulse. The patient received CPR and started pacing the heart and the patient¿s pulse eventually came back. The patient is currently stable and conducting on their own. After debriefing with the physician, the physician didn¿t think they had to call a code or give further CPR. The physician believes it was a vasovagal response to the pulse field ablation (pfa) and did not think it was necessary to call a code. The heart and the patient¿s pulse eventually came back. The patient is currently stable and conducting on their own. The medical team was using a trupulse generator with a varipulse catheter. The decanav catheter was the only other bwi catheter in the body at the time. A carto 3 system was also used. The information received indicated that the physician¿s opinion on the cause of this adverse event was that the physician hit a ganglion plexi which caused the pause, which happens with rf (radiofrequency) and cryo as well. The outcome of the adverse event was that the patient fully recovered (with no residual effects). The patient did not require extended hospitalization because of the adverse event. No relevant tests/laboratory data or other relevant history/preexisting condition was made available.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).